Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2014). The patient¿s test strips have been returned on 06/18/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.